Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain and shocking at the pocket site. It was also stated that the patient's lower border part of the implantable pulse generator (ipg) was sticking out and the patient felt less relief when the ipg goes down to one bar. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.